Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had multiple pump error alarm. The customer¿s blood glucose level was unknown. The customer also reported that insulin pump was not working properly. The device will not be returned for the analysis.

Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. The motor arm cannot communicate with the main arm error and software error found in the device problem isolated to electronic assemblies.